Manufacturer narrative:
(B)(4). D10: 42558000501 - partial femur cemented size 5 left medial - (B)(6), 42538000701 - partial tibial cemented size g left medial - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an left initial knee surgery. Approximately 2.5 years post-op, the patient was revised due to pain. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. Visual examination of the returned products reveals the device exhibits expected signs of use, including scratches, gouges, and wear from component contact. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.